Manufacturer narrative:
The customer's calibration results were ok. The investigation reviewed the customer's qc and found results outside of two standard deviations. The investigation reviewed the system's alarm trace and no abnormalities were found. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and no abnormalities were found. The field service engineer removed the salt buildup from the ise tube connections. He checked the ise fluidic valves and the ise waste drain. He removed and cleaned the ise electrodes. He performed an ise reagent prime and found liquid formation on the top of the ise sipper nozzle tip. He replaced the ise sipper nozzle and primed the ise reagents. He completed 20 successful ise checks and precision testing. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 na result for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial na result was reported outside the laboratory. The customer questioned the na result and checked and reseated the ise electrodes. The customer performed calibration, qc, and repeated the patient's sample on the same analyzer. The patient's initial na result was 120 mmol/l. The patient's repeat na result was 128 mmol/l. The customer determined the repeat result was correct and a corrected report was provided. The na electrode lot number and expiration date were requested but not provided.